Event description:
It was reported that the patient had pain at the device site. It was noted that the patient had reprogramming done and the issue resolved. Additional information received reported that the patient was hospitalized for one month for moderate pain.

Manufacturer narrative:
Product ID: 30802836, lot# b0270197k, implanted: (B)(6) 2005, product type: lead. Product ID: 30951036, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4). Submission failed to process to esg and cannot be recovered, report being resubmitted.